Event description:
Expected previous infection. Associated pain and bone loss, removed existing implants and re-implanted to for better stability and reduction of pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00357236_1644408-2021-01550; 530-12-048, s807 - pain, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.